Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product-humeral head catalog#: 211256 lot# 777400. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left comprehensive srs shoulder revision approximately six (6) months post-implantation due to disassociation of the humeral head from the proximal body. The proximal body and head were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Implant date - exact date is unknown, however it is known it was 3-4 months prior to the revision procedure. Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02967.

Event description:
It was reported that the patient underwent a left comprehensive srs shoulder revision approximately 3-4 months post-implantation due to disassociation of the humeral head from the proximal body. The proximal body and head were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The proximal body was visually examined. There is fretting noted in the bottom of the female taper where the head is to be assembled. The presence of fretting can be an indication that the head was not fully seated. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.